Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "endometrial ablation, essure tubal occlusion". The patient's medical history included live birth ((B)(6) 1990, (B)(6) 1994, (B)(6) 2001). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), periarthritis ("other injury(ies) or complication please describe: shoulder froze"), vulvovaginal pain ("vaginal pain") and back pain ("back pain") and was found to have benign neoplasm ("tumor / teratoma / cancer type: benign"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, mood swings, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, benign neoplasm, vaginal discharge, fatigue, weight increased, periarthritis, alopecia, uterine leiomyoma, vulvovaginal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, benign neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, nausea, pelvic pain, periarthritis, pregnancy with contraceptive device, rash, urinary tract infection, uterine leiomyoma, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Lot number: 915888 manufacture date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective", device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "endometrial ablation, essure tubal occlusion". The patient's medical history included live birth (B)(6) 1990, (B)(6) 1994, (B)(6) 2001. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), periarthritis ("other injury(ies) or complication please describe: shoulder froze"), vulvovaginal pain ("vaginal pain") and back pain ("back pain") and was found to have benign neoplasm ("tumor / teratoma / cancer type: benign"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, mood swings, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, benign neoplasm, vaginal discharge, fatigue, weight increased, periarthritis, alopecia, uterine leiomyoma, vulvovaginal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, benign neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, nausea, pelvic pain, periarthritis, pregnancy with contraceptive device, rash, urinary tract infection, uterine leiomyoma, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: new event: medical device monitoring error and reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included live birth ((B)(6) 1990, (B)(6) 1994, (B)(6) 2001). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), experienced abortion spontaneous ("pregnancy (stillbirth or miscarriage)"), periarthritis ("other injury(ies) or complication please describe: shoulder froze"), vulvovaginal pain ("vaginal pain") and back pain ("back pain") and was found to have benign neoplasm ("tumor / teratoma / cancer type: benign"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, mood swings, urinary tract infection, female sexual dysfunction, depression, anxiety, rash, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, benign neoplasm, vaginal discharge, fatigue, weight increased, periarthritis, alopecia, uterine leiomyoma, vulvovaginal pain and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, benign neoplasm, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, nausea, pelvic pain, periarthritis, pregnancy with contraceptive device, rash, urinary tract infection, uterine leiomyoma, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: plaintiff fact sheet & mr received: lot no. Was added. Previously added injury was replaced with event pelvic pain. New events - hormonal changes describe: mood swings, pregnancy (stillbirth or miscarriage), infection (bladder/urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and anxiety, rashes or skin conditions type: rash, migraines / headaches,nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), tumor / teratoma / cancer type: benign, vaginal discharge, fatigue, weight gain, other injury(ies) or complication please describe: shoulder froze, hair loss, didn't undergo essure confirmation test were added. Reporter's information, patient demography, lab data, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.